Event description:
Caller reported a minimum fill notification. There was no adverse impact on the customer's blood glucose level. Caller initially reloaded the original cartridge, but this did not resolve the issue. Technical support guided the caller through filling and loading a new cartridge onto the pump, which successfully resolved the issue, allowing the caller to resume insulin.